Event description:
The tip of the screwdriver broke off attempting to remove a screw during a revision procedure. The driver tip could not be removed from the screw and was left in the body. There was no patient injury reported as a result of this situation.